Event description:
It was reported that a patient experienced hypoglycemia with a blood glucose in the 50s on the second morning after initiating use of the ilet pump, and support attempted multiple follow-ups to obtain a blood glucose questionnaire and provide education regarding the learning algorithm and the importance of minor corrections. Symptoms included hypoglycemia. Outcomes included no reported injury, no alerts or alarms, and no hospitalization. Investigation included customer outreach and troubleshooting with education regarding device use. Investigation of this case revealed no device malfunction and an unclear cause of the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.